Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that while in use, the device could not be turned off and also stopped running medication. There were no adverse consequences to the patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device experienced system error code 13-1033-149 and could not be turned off. The device stopped the infusion of an unspecified medication. There were no adverse effects caused to the patient.

Event description:
It was reported that the device experienced system error code 13-1033-149 and could not be turned off during a alprostadil 10mcg/ml programmed to infuse at a rate of 0.01mcg/kg/min in the intensive care unit (ICU) during use on an infant patient. The device stopped the infusion, however the nurse was able to quickly switch to a different device without difficulty. There were no adverse effects caused to the patient.

Manufacturer narrative:
H4 --- suspect determined to be 8110 through failure investigation. Investigation conclusion: the customer reported incident that the syringe module displayed a system error code that could not be turned off during a programmed infusion could not be confirmed or replicated in this investigation. However: a review of the syringe module error and event logs found that: the error log showed that a software fault 13-1033-149 did not occur on the reported date of (B)(6) 2020. A software fault (13-1033-149) was found recorded on (B)(6) 2020 at 01:19:10 pm which was after the reported incident. The event log had been overwritten due to continued use and does not show the recorded events of the reported date of (B)(6) 2020. The event log begins on (B)(6) 2020. Since the internal inspection process found excessive scratch marks on the linear sensor assembly, replaced linear sensor assembly with a known good linear sensor assembly. Calibrated the syringe module and performed preventive maintenance successfully. Test infusions programmed completed successfully with no errors occurring. Channel error 13-1033-149 reappeared and the calibration process could not be completed successfully when the original linear sensor assembly was re-installed back into the syringe module. Device inspection: the inspection process performed on syringe module sn (B)(6) found excessive scratch marks on the linear sensor assembly. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer reported incident that the syringe module displayed a system error code 13-1033-149 during an alprostadil 10mcg/ml infusion programmed at a rate of 0.01 mcg/kg/min was not identified in the investigation since the event logs were overwritten. The root cause of system error code 13-1033-149 is that the syringe module needs to be calibrated. When a syr module that needs calibration is attached to a pcu, the module goes directly into soft fault channel error 13-1033-149 instead of the expected pcu message ¿syringe calibration required¿ message. In v9.15, module code was updated to allow backward compatibility so that it can operate with older pcus. This is achieved through the startup handshaking between pcu and module known as feature control. When module fails calibration, it is in the malfunction state. This state does not support feature control event/message from pcu and results in ¿13-1033-149¿ error. The probable root cause for the syringe module losing calibration is the excessive scratches that were found on the linear sensor assembly. The root cause for the excessive scratches found on the linear sensor assembly was not identified; however, since the instrument seal was broken, it is suspected to be associated with servicing workmanship by the customer. Device history review: a review of the device history record showed the device had a manufacture date of 20feb2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device experienced system error code 13-1033-149 and could not be turned off during a alprostadil 10mcg/ml programmed to infuse at a rate of 0.01mcg/kg/min in the intensive care unit (ICU) during use on an infant patient. The device stopped the infusion, however the nurse was able to quickly switch to a different device without difficulty. There were no adverse effects caused to the patient.

Manufacturer narrative:
Added 8110; 60 ml syringe and syr_tubing on d11. Correction: revised suspect instrument from 8110 to 8016. Deleted suspect 8110, serial number, UDI# and device date of manufacture. Patient demographics requested but not provided, however the customer stated that the patient was an infant. The patient is infant.